Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Microscopic inspection revealed no tissue or fm like substances. No visual anomalies were noted with the paddle or the electrodes. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.

Event description:
During a premature ventricular contractions procedure, when the catheter was removed, a small piece of tissue was noted on the catheter. The patient remained stable throughout the procedure, and the procedure was completed with no adverse patient consequences